Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant products: benson wire, kumpe catheter. Complaint conclusion: as reported, a patient had placement of the optease inferior vena cava ivc) filter. Per the medical records, the indication for filter placement was dvt (deep vein thrombosis) and pe (pulmonary emboli). Informed consent was granted for an urgent placement without using fluoroscopy at bedside in the intensive care unit (ICU). The ICU team determined that the patient¿s oxygenation status would not allow transport. Kidney, ureter and bladder (kub) imaging, which noted a patent ivc without evidence of a filling defect, was used to guide placement of the ivc filter after contrast injection for landmark identification. The filter was placed low in the ivc to avoid the renal veins. Post procedure kub x-rays, including one obtained during the administration of contrast, reveal the filter to be likely deployed at the junction of the right iliac vein and the ivc, with the superior aspect of the filter likely providing coverage of the contralateral iliac vein. The filter was successfully deployed. However, the post deployment plan of care stated, ¿in as much as the filter is not optimally deployed. We will attempt to re-position the filter when the patient is stable enough to come-down to interventional radiology (ir). This filter can be repositioned within 14 days of initial placement. In some cases, this can be extended by a few days. Please contact ir when the patient is stable enough to come to ir.¿ the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the inferior vena cava (ivc) filter. Per the patient profile form (ppf), the patient reports perforation of filter struts(s) outside the ivc, and tilt. The patient reports anxiety and fear that the filter could break apart and cause more injuries or death. In addition, intimacy has been affected because of discomfort, pain and fear. The patient also reports suffering from pain and discomfort. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted low in the ivc to avoid the renal veins. Per the medical records, the indication for filter placement was dvt (deep vein thrombosis) and pe (pulmonary emboli). Informed consent was granted for an urgent placement without using fluoroscopy at bedside in the intensive care unit (ICU). The ICU team determined that the patient¿s oxygenation status would not allow transport. Kidney, ureter and bladder (kub) imaging, which noted a patent ivc without evidence of a filling defect, was used to guide placement of the ivc filter after contrast injection for landmark identification. The filter was placed low in the ivc to avoid the renal veins. Post procedure kub x-rays, including one obtained during the administration of contrast, reveal the filter to be likely deployed at the junction of the right iliac vein and the ivc, with the superior aspect of the filter likely providing coverage of the contralateral iliac vein. The filter was successfully deployed. However, the post deployment plan of care stated, ¿in as much as the filter is not optimally deployed. We will attempt to re-position the filter when the patient is stable enough to come-down to interventional radiology (ir). This filter can be repositioned within 14 days of initial placement. In some cases, this can be extended by a few days. Please contact ir when the patient is stable enough to come to ir.¿ according to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and ten months post implantation. The patient reports perforation of filter struts(s) outside the ivc, and tilt. The patient reports anxiety and fear that the filter could break apart and cause more injuries or death. In addition, intimacy has been affected because of discomfort, pain and fear. The patient also reports suffering from pain and discomfort.

Manufacturer narrative:
The following section was corrected: (if implanted, give date): (B)(6) 2007.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned that a perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.